Event description:
Patient was connected to her ambulatory infusion pump with a spiros connected to the clave. Blood backed up into the spiros, and where the spiros spins was leaking. Spiros was wet and liquid appeared to still be getting on rn's glove after being unhooked when system should have been closed and unable to leak. Spiros leaking on patient all night. Leaking was coming from spiros device at end of IV tubing.